Event description:
Sorbaview dressing did not adhere at one end after application. Sorbaview ultimate dressing noted to not be adhering to patient's skin around the window of the dressing. The vat (vascular assist team) has tried multiple attempts to get dressing to stick without success. Team is now having to reinforce dressing with tape. Total of 20-30 incidents over 3+ week period.